Event description:
Additional information received reported the morphine in the pump in addition to oral narcotics caused the patient to hallucinate that bugs were biting her. The hallucinations continued after the health care provider (hcp) removed morphine from the pump and were still present. It was reported once in a while the patient still took xanax. The patient also took hydrocodone/apap (lortab) every week or two. It was reported the patient¿s hcp¿s didn¿t know how to stop the hallucinations. The patient had seen psychiatrists but it had not helped. The patient was currently seeing a homeopathic hcp. The patient was working with a hcp to try to resolve the reported issues. The device now delivered saline. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that patient initially had 'morphone' in the pump and experienced hallucinations (seeing <(>&<)> feeling bugs on her). Patient was switched to dilaudid and was on morphine at the time of the report. For over a year, the patient experienced hallucinations. Efforts were being made to reduce the dosage to see if hallucinations were caused by the morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type catheter. (B)(4).